Event description:
Pt in arrest. Defibrillated several times. Staff attempted defibrillation again and machine would not charge paddles. Error 4 displayed on screen. Staff turned machine off & back on charged paddles & defibrillated pt staff tried defibrillation again machine would not charge paddles error 4 on screen. Machine abandoned for another defib in room. Delay in defibrillation of 1 to 2 minutes. Pt expired. Staff stated not related to defibrillator malfunction. Device sent to biomed and tested. Safety relay found to be defective. Replacement board ordered. Upon installation of new board safety relay was examined and found to be physically damaged. After replacement of board device fully tested all functions verified operational & within spec. Returned to service.